Event description:
It was reported the customer had a keypad anomaly. The customer stated their down arrow would not select one function and their insulin pump would select to prime instead of a bolus. Customer's blood glucose was 114 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no scrolling numbers, or keypad moving on its own noted. Insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
.